Manufacturer narrative:
(B)(4). The stent remains in the vessel; the self-expanding stent system (sess) was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, mildly tortuous, internal carotid artery (ica) the 30x9-7 xact self-expanding stent was implanted but did not open completely and the proper flow was not achieved. A viatrac balloon dilatation catheter (bdc) was used for post-dilatation, however, the desired result was not achieved. There was no reported clinically significant delay in the procedure. There was no adverse patient sequel. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the vessel. It is indicated that the device delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents. Based on the reviewed information, no product deficiency was identified.